Event description:
The device reported eos corresponding to two aborted shocks and radiation treatment on (B) (6). On 12/9/2009 - this device was returned without oos documentation from a biotronik rep.